Manufacturer narrative:
Service was dispatched to troubleshoot the issue. When troubleshooting the issue, it was observed that the valve of wash zone 2 was leaking in addition to the cable harness, left back above #1 (rohs) of the outer carousel showing signs of charring/burning. The cable harness, left back above #1 (rohs)_ was determined the cause of the issue and was replaced. A review of the (B)(6) service history, revealed no additional issues of burn odor or charred/burned parts reported on the (B)(6). The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn odor and burned/charred parts observed was limited to the cable harness, left back above #1 (rohs); the burn odor and burned/charred did not spread to other parts of the module. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a burning smell coming from the architect i2000sr instrument, but no visible smoke. When opening the processing center, they spotted icicles (more like salt material) deposited where the pump door and was dripping down from underneath, next to the wash zone station. The outer carousel was inspected, and the support wheels were found to be worn and they were replaced. The carousel was removed, and the motor was tested. The motor was found to be jittering. When replacing the motor, the connector was found to be charred. There was no impact to analytical / patient result data, patient management or user safety.